Event description:
A user facility reported to olympus, a "boom" attachment (unknown manufacturer) was attached to a evis exera iii video system center. The user stated video system would not work properly. The specifics of the reported event are unclear, therefore additional information has been requested but not yet received. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus has attempted to reach out to the customer for scheduling of field service engineer (fse), however there has been no response to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image output could not be identified. Olympus will continue to monitor field performance for this device.